Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. Reportedly, a supply change was performed to address the occlusion alarms. Multiple attempts were made by tandem¿s technical support to perform troubleshooting; however, no response was received.